Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of noise were observed. Lead damage was suspected. Externalization was observed by visual analysis. Lead was explanted and replaced. Patient's condition was good post-procedure.